Event description:
It was reported by the patient¿s son that the physician ¿tried the surgery 2 times¿ and ¿it didn¿t work¿. Follow up with the patient¿s physician indicated that post implant the patient had a pneumothorax with pneumomediastimum which was likely a result of the right atrial (ra) lead implantation. Additionally, both the ra and right ventricular (rv) leads were dislodged. The patient had symptoms of right sided pain, dizziness, dyspnea on exertion and palpitations. Both leads were repositioned the day after implant. It was further reported that several days later, the patient presented in complete heart block with a heart rate in the 40¿s and symptoms like before. The patient was taken to the emergency department where the rv lead was found to have dislodged again. Both leads were revised again and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.